Event description:
Based on additional information received on 07-sep- 2017, this case initially considered as non-serious was upgraded to serious as important medical event of unable to walk and allergic reaction with seriousness criteria required intervention were added. This unsolicited case from (B)(6) was received on 07- sep-2017 from a non-health care professional (clinic receptionist). This case concerns a (B)(6) female patient who received treatment with synvisc one injection into ankle (off label use), iohexol (omnipaque), iodine and lidocaine hydrochloride (xylocaine) and was unable to walk and experienced an allergic reaction after 2 days. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in right ankle (off label use) for osteoarthritis (oa). On the same day, patient also received treatment with iohexol, iodine and lidocaine hydrochloride (indication, dose, form, route and frequency: not provided for all). On (B)(6) 2017, 2 days after the injection, patient experienced an allergic reaction and developed injection site redness, spots, rash (small patches on internal and external malleolus), tingling and swelling around ankle and was unable to walk. The physician was unsure which medication caused the reaction. Patient reported that swelling might also due to underlying oa. Patient visited her physician 2 weeks later, and was told to go to the hospital and was given an injection of water. On (B)(6) 2017, patient received treatment at her orthopedist office in hospital (patient was not hospitalized): by joint wash followed by injection of "small dose of cortisone". All symptoms had resolved, but the swelling remained at time of report. Action taken: unknown for iohexol, iodine and lidocaine hydrochloride corrective treatment: joint wash followed by injection of small dose of cortisone for allergic reaction, not reported for unable to walk. Outcome: recovered for allergic reaction and unable to walk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for unable to walk, required intervention for allergic reaction additional information was received on 07-sep-2017 and 08-sep-2017 (both the information was processed together with clock start date of 07-sep-2017) from patient. The case was upgraded to serious. Additional events of received an injection of synvisc one into her ankle, unable to walk, an allergic reaction were added along with details. Events injection site became red, swollen and injection site rash were updated as symptoms of allergic reaction. Symptom term injection site became red was updated to injection site became red/redness, injection site became swollen to injection site became swollen/swelling around ankle and injection site rash to injection site rash/rash (small patches on internal and external malleolus)/spots near ankle. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 07-sep-2017: this case concerns a female patient who received synvisc one injection and later had allergic reaction and was unable to walk. Based upon available information, causal role of suspect product cannot be denied for occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based on additional information received on 07-sep- 2017, this case initially considered as non-serious was upgraded to serious as important medical event of unable to walk and allergic reaction with seriousness criteria required intervention were added. This unsolicited case from (B)(6) was received on (B)(6) 2017 from a non-health care professional (clinic receptionist). This case concerns a (B)(6) female patient who received treatment with synvisc one injection into ankle (off label use), iohexol (omnipaque), iodine and lidocaine hydrochloride (xylocaine) and was unable to walk and experienced an allergic reaction after 2 days. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in right ankle (off label use) for osteoarthritis (oa). On the same day, patient also received treatment with iohexol, iodine and lidocaine hydrochloride (indication, dose, form, route and frequency: not provided for all). On (B)(6) 2017, 2 days after the injection, patient experienced an allergic reaction and developed injection site redness, spots, rash (small patches on internal and external malleolus), tingling and swelling around ankle and was unable to walk. The physician was unsure which medication caused the reaction. Patient reported that swelling might also due to underlying oa. Patient visited her physician 2 weeks later, and was told to go to the hospital and was given an injection of water. On (B)(6) 2017, patient received treatment at her orthopedist office in hospital (patient was not hospitalized): by joint wash followed by injection of "small dose of cortisone". All symptoms had resolved, but the swelling remained at time of report. Action taken: unknown for iohexol, iodine and lidocaine hydrochloride. Corrective treatment: joint wash followed by injection of small dose of cortisone for allergic reaction, not reported for unable to walk. Outcome: recovered for allergic reaction and unable to walk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for unable to walk, required intervention for allergic reaction additional information was received on 07-sep-2017 and 08-sep-2017 (both the information was processed together with clock start date of (B)(6) 2017) from patient. The case was upgraded to serious. Additional events of received an injection of synvisc one into her ankle, unable to walk, an allergic reaction were added along with details. Events injection site became red, swollen and injection site rash were updated as symptoms of allergic reaction. Symptom term injection site became red was updated to injection site became red/redness, injection site became swollen to injection site became swollen/swelling around ankle and injection site rash to injection site rash/rash (small patches on internal and external malleolus)/spots near ankle. Clinical course was updated and text was amended accordingly. Additional information was received on 20-sep-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 20-sep-2017: the follow up information received did not change the previous case assessment. This case concerns a female patient who received synvisc one injection and later had allergic reaction and was unable to walk. Based upon available information, causal role of suspect product cannot be denied for occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based on the information received on 19-oct-2017 the case became medically confirmed. Based on additional information received on 07-sep- 2017, this case initially considered as non-serious was upgraded to serious as important medical event of unable to walk and allergic reaction with seriousness criteria required intervention were added. This unsolicited case from (B)(6) was received on (B)(6) 2017 from a non-health care professional (clinic receptionist). This case concerns a (B)(6) female patient who received treatment with synvisc one injection into ankle (off label use), iohexol (omnipaque), iodine and lidocaine hydrochloride (xylocaine) and was unable to walk and experienced an allergic reaction after 2 days. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in right ankle (off label use) for osteoarthritis (oa). On the same day, patient also received treatment with iohexol, iodine and lidocaine hydrochloride (indication, dose, form, route and frequency: not provided for all). On (B)(6) 2017, 2 days after the injection, patient experienced an allergic reaction and developed injection site redness, pain, mild heat, spots, mild skin rash (small patches on internal and external malleolus), tingling and swelling around ankle and was unable to walk. Physician denied an relation of the events with the pre-existing condition of patient. Patient reported that swelling might also due to underlying oa. Patient visited her physician 2 weeks later, and was told to go to the hospital and was given an injection of water. On (B)(6) 2017, patient received treatment at her orthopedist office in hospital (patient was not hospitalized): by aspiration irrigation (joint wash) followed by injection of "small dose of cortisone" and benadryl. The patient recovered from injection site redness, mild skin rash and severe swelling around ankle on (B)(6) 2017. Action taken: unknown for iohexol, iodine and lidocaine hydrochloride. Corrective treatment: joint wash followed by injection of small dose of cortisone, benadryl, aspiration and irrigation with saline for allergic reaction, not reported for unable to walk outcome: recovered for allergic reaction and unable to walk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for unable to walk, required intervention for allergic reaction. Reporter causality description: related for allergic reaction; not reported for rest of the events. Additional information was received on (B)(6) 2017 and (B)(6) 2017 (both the information was processed together with clock start date of (B)(6) 2017) from patient. The case was upgraded to serious. Additional events of received an injection of synvisc one into her ankle, unable to walk, an allergic reaction were added along with details. Events injection site became red, swollen and injection site rash were updated as symptoms of allergic reaction. Symptom term injection site became red was updated to injection site became red/redness, injection site became swollen to injection site became swollen/swelling around ankle and injection site rash to injection site rash/rash (small patches on internal and external malleolus)/spots near ankle. Clinical course was updated and text was amended accordingly. Additional information was received on 20-sep-2017. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 19-oct-2017 from the physician. The symptoms of effusion, pain and mild heat were added. The case was medically confirmed. Reporter causality description was added. Corrective treatment of benadryl was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-oct-2017 the follow up information received did not change the previous case assessment. This case concerns a female patient who received synvisc one injection and later had allergic reaction and was unable to walk. Based upon available information, causal role of suspect product cannot be denied for occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.